Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking fluid before it was inserted into the body on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. When the sheath was replaced, the issue resolved. Additional information was received. When the fellow aspirated the sheath, air was observed. There was no patient consequence. The investigation was completed on 14-sep-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, no damages or anomalies were observed on the hemostatic valve. Also, based on the photos provided, the leakage condition reported by the customer cannot be confirmed. However, air bubbles were observed on the side port. The customer complaint was confirmed based on the pictures received. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device and additionally, a bent mark was found in the shaft close to the handle area. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. According to the picture provided by the customer, no issues were observed with the valve; nevertheless, no valve was observed in its place. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the bent condition in the shaft area could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the pictures provided. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the customer¿s reported ¿air observed¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿air observed¿ and ¿hemostatic valve leak¿ and the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿ bent mark found in the shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and issues of a hemostatic valve leak and air observed while aspirating sheath occurred. The hemostatic valve was leaking fluid before it was inserted into the body on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. When the sheath was replaced, the issue resolved. Additional information was received. There were no obvious signs of damage as per the fellow. No obvious defects on the hemostatic valve, brim cap nor the hub. Provided a picture. The sheath was not being used on the patient. When the fellow aspirated the sheath, air was observed. Only dilator was used. There was no patient consequence. The hemostatic valve leak issue and air observed while aspirating sheath issue were both assessed as MDR reportable.